Event description:
It was reported by a company representative that high lead impedance (7/limit/high) was received at a follow-up appointment with the treating neurologist. The patient was referred for x-rays. X-rays were received and evaluated by the manufacturer. Review of x-rays indicated that the generator was visualized in a normal placement in the left upper chest. The filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The positive electrode appeared to be placed in normal arrangement. The negative electrode could not be assessed due to lack of neck x-rays. The lead wires at the connector pin appeared to be intact. No lead breaks were observed in the assessed portions of the lead. However, an acute angle appeared to be present slightly below the lead bifurcation. Further information from a company representative indicated that there was a possibility of trauma as the patient suffers from many tonic seizures with several drops from a wheelchair. At the moment no interventions have been planned however replacement surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.